Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse clinician reported that a viscoelastic product was being used during cataract surgery, without the safety locking ring attached, when the cannula popped off of the syringe and struck the patient's iris causing some bleeding. The patient's condition was stated as "alright" at the end of the procedure and on the next day. Additional information is confirmed to be unavailable for this report.

Manufacturer narrative:
No sample has been received for evaluation. All batches are released according to the required specifications. Batch record documentation review showed that no deviations were reported during blistering. No similar complaints have been received so far for this lot. No remarks were observed during the bulk manufacturing documentation and release testing results review. According to local procedures, retain sample testing was not performed. Based on the complaint description, the nurse did not put on the locking collar on the syringe to secure the cannula. If the cannula is not correctly assembled, it is possible that it can detach during usage. Therefore, it is important to screw the cannula tightly on the barrel as well as the locking collar according to the directions for use. Based on the complaint information and the investigation results, it can be concluded that the disposition of the product remains unchanged. Based on the complaint description, the complaint is most probably related to abnormal use/customer handling. No CAPA is initiated at the manufacturing site however, further trending is performed. (B)(4).